Event description:
Customer was calling in to report a broken belt clip. Customer reported the low blood glucose of 20 mg/dl. Customer reported emergency medical care came to get his blood glucose up. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.